Event description:
The pt was revised because the tibia subsided into varus. The insert was noted to have wear.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not show any other reports against the manufacturing lots. The investigation could not verify or draw any conclusions about the reported device subsidence. It is possible the reported polyethylene wear was secondary to the tibial device subsidence. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.